Manufacturer narrative:
The devices remain implanted at this time and are not available for evaluation. The items were properly marked and labeled. This event is the result of a servicing error by the international affiliate as the wrong items were shipped to the customer due to human error. This is not a product complaint.

Event description:
International affiliate reports the wrong sized hooks were sent to the hospital and were implanted in the pt. The hospital had instrumentation and implants for the 5.5mm diameter expedium system. However, 6.35mm hooks were sent to the hospital in error and were implanted with 5.5mm devices. As a result, the pt has different sized implants which are not compatible due to their size. This hospital has been notified of the error. No further info is available. The items were properly marked and labeled. This event is the result of a servicing error by the international affiliate and is not due to a problem with the product.